Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the customer reports that bleeding occurred on the line of stapling with severe hemorrhaging during the night. Arterial bleeding on the cut surface between the staples.

Manufacturer narrative:
(B)(4).